Event description:
It was reported that the hand piece for battery powered driver forward and drive button both advance at the same speed (and very slow). It is unknown when the incident was observed. Patient involvement unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: service and repair evaluation: the customer reported that the hand piece for battery powered driver forward and drive button both advance at the same speed (and very slow). The repair technician reported that contact plate was cracked, discolored wires, device ran low in fast forward mode, intermittent in forward and reverse mode, debris on barriers, rust on motor. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot = part # 05.000.008 synthes lot # 006263 supplier lot # 006263 release to warehouse date: 09 may 2017 manufacturing site: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.